Event description:
It was reported that when the device was used during a gastric bypass procedure, there were unformed staples on the left side of the staple line. Another device was used to complete the case. There was no consequence to patient.